Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the seal on the flapper valve fell out of the 511st into the pt. It was recovered with no pt consequence. It came from a fdc16 flex tray. There was no consequence to the pt.